Manufacturer narrative:
The analyzer's serial number is (B)(6). The alarm trace showed abnormal aspiration alarms on the day of the event. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys troponin t hs results for 1 patient on a cobas 8000 e 801 module. The initial result was 42.70 ng/l the repeated results were 32.10 ng/l and 28.10 ng/l. The sample was repeated on another module and the result was 24.30 ng/l. The sample was repeated on a different module and the result was 21.60 ng/l.

Manufacturer narrative:
The investigation found the wheels on the active gripper were partly covered with dust. Images of the sample showed a white layer above the separation gel. The investigation did not identify a product problem. The investigation determined the issue was consistent with a sample quality issue.